Event description:
It was reported that the number of electrode channels in status hi has increased since the last yr. The pt described his hearing performance as bad. The clinic switched off the affected electrodes.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.